Manufacturer narrative:
Based on calibration and qc data a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. The reporter also noted there were occasional issues with quality control recovery for the ft4 assay. The sample initially resulted with a ft4 value of 0.5 pmol/l and this result was reported outside of the laboratory. The sample was repeated on (B)(6) 2019, resulting with a value of 14.2 pmol/l. The ft4 reagent lot number was 432844. The reagent expiration date was requested, but not provided.